Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log did not identify any occurrences of an occlusion alarm, however the occlusion alarm did occur during service. The root cause of the occlusion alarm was determined to be an out of calibration occlusion sensor. To correct the condition, the occlusion sensor was recalibrated by installing a safety clamp shim. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.